Event description:
It was reported in a removed device information form that the patient developed an infection. The patient had a pacemaker system with included a boston scientific right atrial (ra) and right ventricular lead. The status of the leads was not provided. The patient¿s condition was not provided. Reference report: mw5176457. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).